Manufacturer narrative:
The insulin pump was received with blank display die to missing battery tube spring. The insulin pump was received with corroded battery tune, minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported via phone call that the pump stopped functioning completely. The pump did not start up, but customer replaced battery and it still not starting up. The customer noticed some white corrosion in battery chamber. The customer's blood glucose was unknown. The customer was advised to discontinue pump and revert to back up plan.